Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that there was a crack on the screen, that the down arrow button was unresponsive and that the insulin pump alarmed for no delivery of insulin. The customer reported that a piece of the battery compartment was missing and thought that the battery may fall out. The alarms for no delivery had occurred six months prior and the down arrow button became sticky three months prior. The customer also reported that the drive support cap was sticking out. The customer did not recall the blood glucose reading at the time of the incident. The customer declined troubleshooting for the no delivery alarm and was advised to call back if it reoccurs. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, broken battery tube threads, a cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window and a cracked case at the reservoir tube window corner.